Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the stent moved on the balloon. A 3.00 x 24 synergy¿ drug-eluting stent was selected to treat the lesion. However, during preparation, it was noted that the stent had moved but still mounted on the balloon. The device was not used and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.